Event description:
It was reported that during implant attempt, there was intermittent capture. The device was not used and another device was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
It was further reported that post-operatively, the patient's implanted device was exhibiting intermittent capture. It was then observed on fluoroscopy, that the patient's right ventricular (rv) lead had dislodged. Later that day, the patient's rv lead was revised and remains in use. During the lead revision procedure, the lead was reconnected to the existing device, but the physician did not realize the device was not in the pocket so pacing was inhibited. The physician grew impatient and requested a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.